Event description:
A user facility reported over corrections on 3 patients after custom lasik surgery. The facility provided a spreadsheet of patient data and this patient presented with a decrease in bcva on the right eye.